Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing of the bd intima-ii¿ closed IV catheter system was damaged and led to leakage. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the tubing of the bd intima-ii closed IV catheter system was damaged and led to leakage. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 8017215, our records show it was manufactured february 2018; it was determined that this is the only instance of damaged tubing occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. A sample was submitted for evaluation and testing purposes. Leakage test results found the small breach in the tubing wall. Based on the shape and location of the breach, bd engineers were able to determine that most likely root cause for this event is a broken pin in the automated machinery. This pin is responsible for the insertion of the extension tubing in to the body of the device. Since the manufacture of this lot bd has addressed the issue through a modification of the manufacturing process to reduce strain on the pin, lowering the likelihood the device will become damaged.